Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a versacross connect laac access solution was selected for use in a left atrial appendage closure. During the procedure, it was noted that the radio frequency was not achieved. The first energization attempt did not result in perforation, nor did the second. Hence, the device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis (the device was contaminated).